Manufacturer narrative:
(B) (4). Stable. The device has been received by the MFR; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corp that a resolution clip device was used in a polypectomy procedure. Pt's age and weight were not provided. According to the complainant, the clip was introduced through the working channel of the scope. The physician attempted to advance the clip from the sheath, but it would not advance. It was noted that scope and clip device remained in a straight position. A second attempt to advance the clip was made; however, the clip would not advance. The physician removed the device. A second resolution clip device was used to complete the procedure. Pt status post procedure was stable. Additional info has been requested from the user facility, but none has been received.